Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while sewing the vaginal cuff during a total laparoscopic hysterectomy,for the first handle, the needle was stuck in the device. Then, they used another handle and the needle fell out repeatedly. A third device was use, and the needle broke in half and fell in the patient cavity. The half of the needle remained in the patient and it could not be found. A fourth device and needle was used to complete the case. The procedure time extended 30 minutes or more due to the issue but there was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
New information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, while sewing the vaginal cuff during a total laparoscopic hysterectomy, for the first handle, the needle was stuck in the device. Then, the surgeon used another handle and the needle fell out repeatedly. A third device was used, and the needle broke in half and fell in the patient cavity. The half of the needle remained in the patient and it could not be found. A fourth device and needle were used to complete the case. The procedure time extended 30 minutes or more due to the issue.